Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported"" 4 sutures out of 5 were broken"" please confirm if the sutures were broken: no further information is available. Procedure date?: no further information is available. Event date?: no further information is available. Lot number?: no further information is available. Device return status/follow up?: no sample will be returned. No further information will be provided. Additional information was requested and the following was obtained: during a labioplasty, the suture breakage occurred during use. [Lot number] unknown: qcmall. [Qty of product involved] 4: 10. Note: events reported in 2210968-2020-05992, 2210968-2020-05993, 2210968-2020-05994, 2210968-2020-05995, 2210968-2020-05996, 2210968-2020-05997, 2210968-2020-05998, 2210968-2020-05999, 2210968-2020-06000. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a labioplasty on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/11/2020. A manufacturing record evaluation was performed for the finished device lot number qcmall and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.